Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect umbilical cable has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open on the ethernet portion of the cable.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A site representative reported that, while outside of a procedure, the imaging system and viewing station of the imaging system could not establish communication. It was reported that the units were restarted without resolution and that adjustment of the interface (umbilical) cable did not restore functionality. Pinging the imaging system computer did not result in a return ping, indicating there was no communication. There was no patient present when this issue was identified. No additional information was provided.